Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 24 and 36 hours. It was reported that while the patient was sleeping the pod had reportedly fell off the infusion site, (arm) causing the cannula to dislodge. Symptoms reported include hyperglycemia, vomiting, a headache and not being able to consume food or fluids. Prior to going to the hospital the patient applied a new pod. Once at the hospital the patient was admitted to the pediatric intensive care unit (ICU). The patients pod was removed and they were treated with fluids, insulin and antibiotics. The patient was discharged from the hospital after 2 days. It should be noted the patient was also seen at the hospital for unrelated strep throat and prescribed penicillin.